Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. The historical data of the device in question was extracted, and thus the equipment's history was evaluated. In the equipment usage history, we found that on (B)(6) 2024, the last programmed setting was 100 ml at a flow rate of 100 ml/h to be infused over 1 hour. The infusion started at 13:45 and was completed at 14:46 with a total infused volume of 100.01 ml, which is consistent with the user's actions, as per attachment I. On (B)(6) 2024, the last programmed volume was 250 ml with a flow rate of 200 ml/h to be infused within 1 hour. The infusion started at 11:04 and there were two stops due to the air detection alarm being triggered in the infusion line. The user deactivated the alarm both times and chose not to continue the infusion. The total infused volume was 104.7 ml, which is consistent with the user's actions as per attachment ii. Through visual inspection of the equipment, natural signs of use were observed. The equipment was subjected to functional performance tests using the two programs identified through the equipment's usage history. The results of the functional performance tests showed that the equipment is operating correctly and precisely within its specifications, thus not confirming the complaint. All information has been recorded in a global customer complaint database and will be used for trend analysis.

Event description:
According to the customer: "uncontrolled programming, not calculating the correct infusion time. For example: an infusion of 100ml in 1 hour, occurring in 36 minutes. Another occurred with a volume of 250ml in two hours and the time ran out and there was 85 ml left to finish the infusion."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.